Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation (af) that was treated with a ventricular fibrillation (vf) shock. Possible rapid ventricular response noted. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.